Event description:
It was reported that the nurse went to infuse and claimed there was a leak in the catheter.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that the nurse went to infuse and claimed there was a leak in the catheter.